Event description:
A complaint was received regarding a chemolock¿ bag spike with additive port that experienced leakage. The reporter stated that they had a leak on friday originating from where the chemo lock port attaches to the bag access spike on the cl-13. The drug involved was cyclophosphamide. The customer stated also that the angle of the chemolock doesn¿t appear to be fully perpendicular. Sample photo was provided showing the sample.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary: a photo was provided showing the cl-13 in a plastic bag attached to a clave. The clave was submerged in fluid and a break was observed at the chemolock side port. The reported complaint of leakage can be confirmed due to the break on the side port. The probable cause of the break is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number.